Event description:
1/5 reference (B)(4) for all attachments and related complaints. Per complaint form: leakage on the y piece. Lot numbers involved: 4135475 / 4135476.

Manufacturer narrative:
Other, other text: additional information was received indicating event date (updated b3) and there was no patient injury (updated h6 event problem patient code), corrected data: d2 common device name updated, d4 model number and expiration date should be null

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (b)4). Five samples were received without their original packaging, in used condition, and decontaminated inside a ziplock bag. During the visual inspection, the samples arrived damaged and broken between the y-site and valve check. During the leak test, a leak was presented between the y-site and valve check due damage/broken issues. The root cause was due to damage or incorrect handling of the devices while in use by the customer. No corrective actions are performed since failure mode is not related with manufacturing process.